Event description:
It was reported that the pacer was unable to communicate with the transmitter. A read error was seen when the transmitter was moved closer to the patient's chest. The error was seen again when the device was rechecked for pairing with the transmitter. Further information could not be obtained.